Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient providing ultrasound report showing intracapsular rupture and folds of left prosthesis. Physician confirms intracapsular rupture and capsular contracture baker grade I for the left side device. Device has been explanted.

Event description:
Patient providing ultrasound report showing intracapsular rupture and folds of left prosthesis. Physician confirms intracapsular rupture and capsular contracture baker grade I for the left side device. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient providing ultrasound report showing intracapsular rupture and folds of left prosthesis. Device remains implanted.